Event description:
The customer reported to olympus that there was a b30 communication error while using the evis exera iii xenon light source. The issue occurred during a diagnostic procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed; there was evidence of a repeated b30 error and 216 error. Additionally, the front panel was found to be broken below the scope socket, the scope socket was faulty and had a loose locking mechanism, the lamp had 500 or more hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the white balance adjustment issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.